Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review and, drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The device was inspected and the connector that fits on drill is not missing however has moved from its intended location indicating that the press fit has failed over the device¿s lifespan preventing the device from functioning as intended. The balance of the device is in fair condition with signs of wear and tear. A review of the current design and available history for the top level drawing for the instrument was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. No definitive root cause could be determined; however wear and tear over the device¿s 20+ year life span may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record was attempted but was not available as device is older than 20 years. At the time the manufacturing documents for instruments had to be stored for 10 years. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an 8.0mm flexible shaft device was found in a broken state on an unknown date. The portion of the device that goes into the drill of a flexible reamer had broken off and could not be found. The discovery was made outside of the operating room with no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).